Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked and customer had difficulty reading screen. Customer was not sure how the screen cracked and may be due to it hitting something or fell from belt loop. Customer's blood glucose was 183 mg/dl. Customer continued to use pump for insulin therapy.